Manufacturer narrative:
Device was used for treatment, not diagnosis. Levine, jason w. And georgiadis, gregory, m., (2004). Removal of a broken cannulated tibial nail, j orthop trauma; 18:247-249. This report is for unknown nail, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: levine, jason w. And georgiadis, gregory, m., (2004). Removal of a broken cannulated tibial nail, j orthop trauma; 18:247-249. A case was presented illustrating the extraction of a distal segment of a broken cannulated tibial nail. Patient is a (B)(6) man who had a history of multiple fractures after being struck by a car as a pedestrian 10 months before presentation. A revision surgery was performed using a 10-mm diameter x 330-mm length synthes titanium alloy cannulated locked tibial nail. Patient complained of pain at the fracture site and radiographs revealed a distal third non-union with a broken tibial nail. Patient was revised with a 12-mm diameter x 380-mm length synthes titanium alloy cannulated locked tibial nail. This is report 1 of 1 for (B)(4). This report is for unknown tibial nail.